Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 unit automatically shuts down after 1 or 2 hours of use. It was also mentioned that the ventilator inoperable led (light-emitting diode) lit up with an alarm. When they turned the power on reset alarm occurred. At this time, there is no information regarding patient involvement associated with the reported event.